Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 26 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The customer stated that the insertion site was on their shoulders, but their blood glucose levels kept rising. The customer stated that they felt like they were dying when their blood glucose dropped to 26 mg/dl. The customer was not hospitalized. The customer stated that the batteries on their insulin pump are being drained faster than normal and does not feel safe with their current insulin pump. The customer requested to have a new insulin pump sent to them, but the customer hung up the phone before they could be properly transferred. The customer did not return the product back for analysis.